Manufacturer narrative:
Omsc evaluated the subject device on mar. 12, 2019, and found as follows: there was a scratch on the balloon surface. There was a hole on the balloon surface. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc assumes that the damage of the balloon occurred as follows: in the state of the balloon got stuck on the forceps elevator of the endoscope, the user advanced or retracted the device. In the state of the balloon contacted with the forceps elevator of the endoscope, the user operated the forceps elevator. The instruction manual of the device has already warned as follows: do not operate the forceps elevator while the balloon is in contact with the forceps elevator. Advance the balloon completely out of the endoscope before operating the forceps elevator. Otherwise, there is a risk of damaging the balloon.

Event description:
During an endoscopic papillary balloon dilation, the subject device was used. In the procedure, the balloon did not inflate. The intended procedure was cancelled because there was no preparation for spare. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated it on mar. 12, 2019, and found that there was a hole on the balloon surface. This is the report regarding the breakage of the balloon.